Event description:
Consultant reports a patient who presented with pain to the ER on (B)(6) 2013. X rays revealed a refractured femur and a broken 4.5 narrow plate that was implanted on an unspecified date. It was implanted to address a prosthetic femur fracture that occurred on an unspecified date. The plate was revised with a locking condylar plate.this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.